Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver called to report test does not start after the sample was applied as the adc blood glucose meter turned off. It was further reported that on (B)(6) 2019, the customer experienced symptoms described as dizziness, tremble in the mouth and hypoglycemic. The customer had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with glucagon injection (dose unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was reviewed for the neo meter, and no trends identified would indicate any product related issues related to the complaint. A tripped trend review was reviewed for the precision strips , and no trends identified would indicate any product related issues related to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver called to report test does not start after the sample was applied as the adc blood glucose meter turned off. It was further reported that on (B)(6)2019, the customer experienced symptoms described as dizziness, tremble in the mouth and hypoglycemic. The customer had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with glucagon injection (dose unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.